Manufacturer narrative:
Insulin pump was received with blank display due to cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify blank display or verify missing segment/partial display anomaly due to cracked bleeding lcd. Insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked lcd window and cracked battery tube threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer could not read left hand side of the screen. The customer¿s blood glucose level was 58 mg/dl at the time of the incident and current blood glucose level was 378 mg/dl. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.